Event description:
A medtronic representative reported an unexpected exit. This happened prior to the patient being present. Upon loading the exam she received an error message that "the system does not have enough memory to create a new 3d model. To resolve this problem, delete one or more models." She deleted exams and relaunched the software application. After she went to the register screen, the surgeon wanted to go back to the "select patient" screen. Shortly after moving back, the software exited unexpectedly. The rep reported that the software exited again when they were in the registration task and went to adjust the patient tracker position.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer had 3 exams on system and the hard drive was only 10% used. There were no ram or hdd issues found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A medtronic representative reported that there have not been any further occurrences of the issue.

Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to uninstall and reinstall the software application. After reinstallation the software was fully functional. The hardware and software passed the system checkout. The most likely cause was that the hard drive memory was full. A review of the complaint history of the device found no further issues.